Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter personnel on the colleague infusion pump, failure code 500:320:654:0000 was found; this condition had the potential to interrupt delivery. The process step that the reported problem occurred is unknown. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.